Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that she cannot screw the reservoir into the pump. Customer's blood glucose at the time of the incident was 400 mg/dl. Customer treated their high blood glucose with manual injections. Customer declined to troubleshoot the issue. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.